Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found the customer was using an incorrect luer cap during the safety disk leak test. The iabp passaged safety disk leak test using correct cap. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.